Event description:
It was reported that dr g informed me that patellar clamp used for cutting patella slipped when he clamped it. No adverse effects in surgery.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.